Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient is experiencing instability post implantation. Attempts to obtain additional information have been made; however, no more is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h11. It was reported that a patient sustained a traumatic injury to the knee during a motor vehicle accident resulting in instability in the joint. There have been no allegations against the implants prior to this traumatic event. As such, the complication is determined to be the result of external forces and is determined to be not device related. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10 - medical product: all poly patella catalog # 00597206535 lot # 62401081 stemmed tibial component catalog # 00598004702 lot # 62417239 femoral component catalog # 00599601552 lot # 62452462 customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient is experiencing unknown issue post implantation. Attempts to obtain additional information have been made; however, no more is available at this time.